Event description:
Event description cpi received information that the physician elected to explant this implantable cardioverter defibrillator (ICD). No allegations exist against the performance of this device.